Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed some minor scratches on plunger cases and on top case. Device failed the force sensor count test. Force sensor was non-responsive. The root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: replace back plate(broken). Cleaned, greased and calibrated the device. Device passed all functional testing.

Event description:
It was reported that force sensor bridge test alarm event occurred. No patient injury reported.